Event description:
It was reported the patient had an increase in incontinence and there were impedances greater than 4000 ohms on ¿lead 3.¿ it was stated this was an ongoing event and they reprogrammed around ¿lead 3¿ on (B)(6) 2013. It was noted the patient had an increase in incontinence with urge. It was also reported the patient had pinching in their vaginal area and there was no action taken.

Manufacturer narrative:
Product ID: 3889-28, lot# va01czm, implanted: (B)(6) 2012, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. Patient product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. (B)(4).